Event description:
It was reported that the patient experienced hyperglycemia event on (b)(6) 2026 and was treated with Insulin pen.

Manufacturer narrative:
E1: Name: (b)(6).Country: United States of America.(b)(6).Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration Number:Reporting Site: 8021545.Manufacturing Site: 3003442380.